Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event. The patient's mother indicated that the patient reported feeling a little funny so she looked at her cgm which displayed a value of 386mg/dl, she then tested manually on a bg meter and it read a value of 55mg/dl. The inaccuracies were also confirmed in the emergency room (ER) where it was determined to be way off. At the time of contact, the patient condition was unknown. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). "Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event." Date received by manufacturer date should be 01/24/2017.

Event description:
Dexcom was made aware on 01/24/2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event.